Event description:
Info received that the bed had no head up function. No injury reported.

Manufacturer narrative:
Bed stored in fifth storage. Technician found note on bed, stating ¿no head up¿ ¿ cause ¿ bad head up valve. Replaced the head up valve cartridge to resolve this issue.